Event description:
It was further reported that the alarm and battery discharging continued to occur despite exchanging the controller. It was also reported that it was suspected that the patient was confusing a different alarm for the battery alarm. The controllers and power sources remain in use.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicates that the reported ala rm and battery discharge issue was ongoing. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: two (2) controllers (B)(6), two (2) controller ac adapters with unknown serial number and a battery with unknown serial number were not returned for evaluation. Review of log files pertaining controller (B)(6) revealed that the controller was not in use during the reported event. Log files pertaining controller (B)(6) did not revealed any abnormal discharge of a battery. Review of alarm log files pertaining to both controllers did not reveal any alarms within analyzed period. As a result, the reported event could not be confirmed. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. A possible root cause of the reported event can be attributed to a user perception. Additional products: controller ac adapter d4: serial #: unk h3: yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 battery d4: serial #: unk h3: yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 controller ac adapter d4: serial #: unk h3: yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 controller 2.0 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Heartware ventricular assist system: controller ac adapter. Model #: unk; catalog #: unk; expiration date: unk; serial or lot#: unk; UDI #: asku. Concomitant medical products/therapy dates? No. Mfg date: unk. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: unk,catalog #: unk, expiration date: unk; serial or lot#: unk; UDI #: asku. Concomitant medical products/therapy dates? No. Mfg date: unk. Labeled for single use? No. (B)(4). Heartware ventricular assist system: controller ac adapter. Model #: unk, catalog #: unk, expiration date: unk, serial or lot#: unk; UDI #: asku. Concomitant medical products/therapy dates? No. Mfg date: unk. Labeled for single use? No. (B)(4). Investigation of this event is pending, and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an unknown alarm, and that the battery was discharging when the controller was connected to the controller ac (cac) adapter. This problem also occurred with the replacement cac adapter. The controller will be exchanged, one cac adapter was replaced, one cac adapter, and the battery remain in use. No patient complications have been reported as a result of this event.